Event description:
A us distributor contacted zoll to report that a patient passed away on (B)(6) 2022 while wearing the lifevest. The patient received an inappropriate treatment.   The device was started up at 22:10:42 on (B)(6) 2022. From 22:23:12 to 22:40:10, an arrhythmia was detected two times. ECG shows af/sinus rhythm from 70-80 bpm with tall t waves, motion artifact, bbb and pvcs. From 05:04:03 to 05:52:46 on (B)(6) 2022, an arrhythmia was detected two times. ECG shows sinus tachycardia @ 110 bpm with motion artifact. The rhythm transitions to an idioventricular rhythm from 50-30 bpm. At 05:53:38, the patient received an inappropriate treatment. The rhythm at the time of treatment was idioventricular @ 30 bpm. The post shock rhythm was idioventricular @ 20 bpm. At 06:00:07, asystole was detected. ECG shows idioventricular rhythm @ 25 bpm with low amplitude cardiac signal and CPR/motion artifact. The rhythm transitions to sinus rhythm @ 60 bpm with low amplitude cardiac signal and motion artifact. The electrode belt was disconnected at 06:01:08 on (B)(6) 2022. The patient passed away on (B)(6) 2022.

Manufacturer narrative:
Device evaluation of the monitor has been completed. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a product malfunction. The electrode belt has not been recovered. The device flag data from the last download does not indicate any device malfunction.